Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Patient's legal representative stated cellulitis, infection of the prosthesis, incontinence and the patient was hospitalized on (B)(6) 2016 to (B)(6) 2017 for treatment of these issues. The patient was unable to inflate the prosthesis on multiple occasions and the pain he experienced while attempting inflation was unbearable, malfunctioning prosthesis, the pump was extremely difficult to pump, frequent urination, urine leakage, complete voiding problems, permanent urethra damage, loss of consortium, extreme emotional distress. Patient's legal representative states on (B)(6) 2017 the patient had an examination under anesthesia. During this examination, the pump was difficult to pump. The urologist was able to hold down the release valve and then inflate the prosthesis.

Manufacturer narrative:
This follow-up MDR is created to for the additional information of the lot number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information.